Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the essenz electrical venous occluder (evo). The incident occurred in (B)(6), saudi arabia. Through follow-up communication livanova learned that the customer used the affected unit normally for few cases then suddenly issue shown: the clamp did not open or close following alarms that involved the arterial pump. In particular, when alarm triggered and the main pump stop, clamp not closing. Moreover, when a profile in profile preferences was chosen and clicked into evo to changed the size of the tube from 1/2x3/32 to 3/8x3/32 and then the case was started with the same profile, the size of the tube didn¿t change. Customer tried several times and nothing happen. A livanova authorized field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. After disconnect and reconnect the clamp, it worked properly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz venous clamp was not synchronized with arterial pump and did not response correctly with chosen tubing size in the profile preferences setting. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: a video showing the issue with the venous clamp was provided by the customer. From the analysis of it, it can be observed that the venous clamp displey is highlighted cyan with a wrench icon on it and when the perfusionist try to regulate the percentage of opening of the venous clamp, the clamp always returns to 100%. Therefore, the complete essenz console along with the clamp, was requested to livanova for further investigation. The clamp was extensively tested and did not show any deviations. A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar events have been reported. No short-term or long-term trends have been detected for the reported type of failure. Taking into consideration the collected information, since the problem was not reproduced, the root cause of the claimed malfunction cannot be determined. According to the evidence reported, it cannot be excluded that a sort of isolated software issue or a fault of any internal electronics may have resulted in the mentioned failure.

Event description:
See initial report.